Event description:
It was reported that the patient's device had a power on reset due to a "memory error." The device was reset and diagnostic data was again collected. The device remained in use, although it was later removed due to a routine change out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): performance data were collected from the device and analyzed. It was noted a power on reset for memory test occurred on (B)(4) 2012. There was also a patient alert for a device circuit error on (B)(4) 2012. The diagnostic information is consistent with the reported event.